Event description:
(B)(4). I had the essure placed in (B)(6) 2009, shortly after the birth of my youngest child, ((B)(6) 2009). My period had returned in (B)(6) 2009 when I stopped nursing. The cramping and pain from my period was not too bad. I didn't think it was anything to run to the doctor about. However, by (B)(6) 2010, my periods had become horrible. Cramping almost as intense as contractions. Eventually, for the first two or three days of my cycle, every month, I could not stand for more than a minute or two at a time because it felt like all of my insides were going to fall out, the pressure was so bad. I am not the type to run to the doctor, and settled for believing that this was the pain I was going to experience for the rest of my life. But I was wrong, because the pain got worse. Beginning about (B)(6) 2014 I started to cramp even single day, with the most intense pains coming a day or two before my period started and lasting through the end of my period. The only relief I got from the cramping was three or four days immediately following the end of my period. I can't really say when the pain in my ovaries started, because I was constantly in pain. However, in (B)(6) 2016, the pain was so intense in my left ovary that I thought it was going to explode! I couldn't even sit up in a chair that day from the pain and pressure. That scared me. I called my doctor and he told me about the essure devices were more than likely the cause of my pain. He scheduled an ultrasound. Sure enough, the right essure device has migrated from the fallopian tube into my uterus and is now half in and half outside of the uterus. I am scheduled for a hysterectomy. This device has negatively impacted my life since the very beginning. Insurance covered the procedure.